Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no defects confirmed by device inspection by olympus service operation repair center (sorc) other than the events reported by initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by inappropriate or inadequate reprocess. Omsc will inform the customer how to handle the device, including usage environment, cleaning, disinfection, and sterilization methods. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the suction channel between suction connector and instrument channel outlet was clogged and sent the device to olympus. Then, olympus inspected the device at the olympus service operation repair center (sorc) and found foreign objects came out of the instrument channel outlet of the distal end. There was no report of patient injury associated with this event.